Event description:
Caller reported a minimum fill notification and confirmed there was no adverse impact to their blood glucose level. Caller was reloading a cartridge with 80 units or more of insulin remaining, and was instructed to clean the pneumatic tap area and remove the pump from the case. Reloading the same cartridge did not resolve the issue; however, loading a second cartridge successfully resolved it, allowing the caller to resume insulin delivery. Caller disconnected abruptly, requiring no further action from technical support.